Manufacturer narrative:
MDR 1218996-2017-00036 addendum: user notified magellan to indicate results were "not matching up". The dates for these tests are on or around (B)(6) 2014. Patient 1: on leadcare ultra analyzer [not reportable], samples run immediately after preparation in treatment reagent, in ug/dl: 6.5 and 3.2, sample results after being held in treatment reagent overnight and tested, in ug/dl: 5.5. Patient 2: on leadcare ultra analyzer [not reportable], samples run immediately after preparation in treatment reagent, in ug/dl: 4.5 and <1.9 , sample results after being held in treatment reagent overnight and tested, in ug/dl: 4.8. After further investigation, it has been determined that the reported blood lead sample data above was produced by the leadcare ultra instrument only. The samples were never re-tested using a standard reference method to get a "true" sample level, thus, there was never any clear confirmation as to the inaccuracy of the results. Therefore, the above results are not considered reportable results. Same device kit from customer could not be used. The lot 1312bu materials were from magellan inventory. The customer's inventory was exhausted. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017. Complaint # (B)(4).

Event description:
MDR 1218996-2017-00036 addendum: samples tested immediately after preparation in treatment reagent produced lower blood lead values than when they were held in treatment reagent for a period of time before testing.